Manufacturer narrative:
The tip-up fenestrated grasper instrument has been received for failure analysis evaluation. However, the failure analysis of the instrument has not been completed at this time.

Event description:
It was reported that during a da vinci-assisted endometriosis resection procedure, a small fragment was observed coming from the junction between the metal tip and the gray insulated shaft of the tip-up fenestrated grasper instrument. The fragment fell inside the patient's abdomen and was retrieved during the same procedure. The customer described the fragment as being fine and suture-like although the source was unknown. The fragment was also identified upon insertion of the instrument and was retrieved under direct vision by the surgeon. The fragment was initially one single piece but ultimately broke into three pieces upon removal. There were no injuries or complications, and no additional procedures have been required to date.